Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report: 3006705815-2019-01552, reference MFR. Report: 3006705815-2019-01553. It was reported the patient¿s scs system was unable to switch to MRI mode. Field representative stated that the lead impedance values randomly fluctuated from 0 ohms to 80 ohms on multiple lead contacts (7, 8, 9, 16). Additional information provided the entire system was explanted. A MRI had been ordered to assess a possible stroke, and a CT had been done but was not conclusive. Reportedly, the patient had a second possible stroke and the physician determined that the MRI was the overriding medical necessity and the system was explanted on (B)(6) 2019.

Event description:
Device 3 of 3. Reference MFR. Report: 3006705815-2019-01552; reference MFR. Report: 3006705815-2019-01553.